Manufacturer narrative:
Reference reports: 1221359-2021-01243, 1221359-2021-01244, 1221359-2021-01245, 1221359-2021-01246, 1221359-2021-01248, 1221359-2021-01249. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This report addresses event five (5) of seven (7). The customer reported five (5) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested throat and nasal puritan "sterile foam tipped applicator" ref 25-1506 1pf 100 swabs. It is unknown if repeat testing was performed. Confirmation testing was performed on nasal and throat samples with pcr generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1009983 and test base part number 190-430 / lot 1009983.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.